Event description:
Caller states that she obtained a result of 418mg/dl and took 10 units humalog insulin based on this result. She reports that 30 minutes later she passed out. The paramedics were called and tested her at 46mg/dl on their device a half hour after passing out. She states that she was taken to the hospital where she tested at 59mg/dl on the hospital equipment. She was given an IV of glucose. No quality controls were used. Requested return of suspect and replacement was sent.